Event description:
Event description guidant received information that this lead had loss of capture and sensing one day post implant. The caller also stated that the pacemaker's pacing rate did not slow to the programmed rate of vvi 30 when attempting to perform an intrinsic amplitude tests. The caller verified that the ventricular rate regulation (vrr) and rate smoothing features were programmed off.